Manufacturer narrative:
The pump passed the displacement test and self test. The pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. Pump received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.